Manufacturer narrative:
On march 15, 2019, the suspect medical device size code was updated from 08d06-37 to 08d06-39. An evaluation is still in process and a follow up submission will be sent when the evaluation is completed.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. The report is being filed on a similar product, ln 08d06-31 and 08d06-41 is on market in the USA.

Event description:
The customer observed a (B)(6) result for one patient on the architect i2000sr analyzer. The following data was provided for a (B)(6) male patient: initial (B)(6), repeat (B)(6), (B)(6). The patient has a history of (B)(6) infection from a traumatic blood transfusion and gamma globulin therapy. The patient has received and is still undergoing treatment for (B)(6). There was no negative impact to patient management.